Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, bassline testing was completed, and found no anomalies. All testing completed on the device passed or was not applicable; therefore no problem was detected.

Event description:
It was reported that this device was visible through the suture point, as the pocket was too tight. There was no erosion observed by the physician. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received by bsc.